Manufacturer narrative:
Manufacturer¿s investigation conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a major infection. The patient was presented to the emergency department (ed) with pain and drainage from their driveline site. The patient denies any other abdominal pain, shortness of breath, dysuria, fevers, and chills. A computed tomography (CT) scan of the abdomen was unremarkable for any acute signs of abscess or cellulitis surrounding the driveline insertion site. A microbial culture grew serratia marcescens. The patient was treated with a 10-day course of doxycycline and ciprofloxacin in the outpatient setting. There were no alarms for this event.